Manufacturer narrative:
The lens remains implanted. Serial number not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient is still experiencing symptoms of halos, starbursts, moderate bother with sensitivity to light, difficulty driving at night and reading, and poor low light vision at the 6 months post-operative visit. The patient''s best corrected distance visual acuity was 20/25 in both eyes (ou). These symptoms were also reported during the patient''s one month post-operative visit. The patient had bilateral monofocal intraocular lenses implanted in both eyes. One lens was implanted on (B)(6) 2017 and one was implanted on (B)(6) 2017. Reportedly, these symptoms significantly interfere with activities of daily life. No additional information was provided.

Manufacturer narrative:
Upon receipt of additional information, it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. In the initial MDR PMA # (B)(4) was provided however this is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.